Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to above 13.9 mmol/l (250 mg mg/dl) after approximately 5-24 hours of pod wear. The patient¿s parents reported that the 17-month-old patient experienced frequent elevated bg levels while using multiple pods from the same box; however, specific bg values associated with these historical elevations were not provided. The parents further reported ketone values of 1.6, 0.6, and 0.7 on three separate occasions. It was additionally noted that although the pink slide advanced and the cannula was properly inserted into the skin upon initial pod application, the cannula was not visible upon pod removal. There was no medical intervention reported for this event.